Event description:
On (B)(6) 2013 the reporter contacted aniams alleging that the pump was emitting multiple ¿pump not primed¿ warnings after changing the cartridge. The reporter confirmed that the cartridge cap was secured tightly to the pump. The reporter indicated that there were no alarms in the history related to the complaint and confirmed that the cartridges were prepared correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.